Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 529 mg/dl. A correction bolus was delivered to address bg level. Reportedly, customer would clear alarm and resume insulin to address the issue.